Event description:
Diagnosed with ilc (invasive lobular carcinoma) carcinoma in both breast. Bilateral mastectomy (B)(6) 2021 mentor implant breast mentor memorygel p4.7 cm moderate plus profile round od13.3 cm 465 cc smooth surface shell - (B)(6) left breast implant breast mentor memorygel p4.7 cm moderate plus profile round od13.3 cm 465 cc smooth surface shell - (B)(6). Had radiation on the right side with the implant (B)(6) 2021. Have had chronic fatigue and joint pain and my breast frequently itch. With low wbc count since implants. Diagnosed with asia and inflammation but ruled out rh and sjogrens. Had revision surgery with cortisone shots (B)(6) 2023. Still have the chronic fatigue and joint pain. Here is the unusual thing. While taking paxlovid for covid my symptoms improved and I finally felt normal. My symptoms returned when I finished the paxlovid. I am still struggling with the implants and the symptoms. Grade1 capsular contracture on the left and grade 2 capsular contracture on the right breast. Reference report: mw5153864.